Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer powered on the device and it power cycled off and on. It was turned off, the touchscreen was inspected for damage and none was found. The device was powered back on and it worked properly. The device was run overnight, then it was turned off and on multiple times and the device passed all testing. The single board computer (sbc) printed circuit board (pcb) was replaced as a precaution and the software was reloaded. The reported malfunction could not be duplicated again.

Event description:
During failure investigation, a ventilator power cycled after it was powered on. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.